Manufacturer narrative:
B3: date of event: event date approximated based on date boston scientific was made aware of this event.

Event description:
It was reported that the wire fractured and the patient experienced vessel perforation. A rotablator and rotawire were selected for an atherectomy procedure in the heavily calcified right coronary artery (rca). There was a bend within the calcified segment. During the procedure upon attempting to burr through the bend, the wire fractured and the burr perforated the vessel. With the rotablator burr in place, a balloon was unable to be advanced to block the perforation. A second wire was advanced, the burr removed, and dilation performed. A non-boston scientific covered stent was placed to treat the vessel perforation. The wire fragment remained entrapped within the anatomy and was likely jailed by the non-boston scientific covered stent proximally. Additional stenting was performed to jail the wire fragment in the posterior descending artery. The patient was stable and did well upon follow-up. It was further reported that the patient presented with angina. The rca was subtotally occluded and heavily calcified. The occluded segment had a relatively tortuous intra-plaque course. A femoral access approach was used with non-boston scientific devices and the device was exchanged to the rotawire for rotablation. Rotablation was performed with a 1.5 burr, maintaining rotation speed at 160,000 rpm. Although the burr was slowly advancing through the lesion, it was proving challenging to cross. During the procedure, the burr cut the wire at the lesion and exited the vessel completely. A 3x20 balloon was placed to block the perforation. A bedside echo showed no evidence of pericardial effusion and the patient continued to be hemodynamically stable. A second access through the left femoral artery was performed with advancement of non-boston scientific guidewires and guide catheters. The lesion was dilated with sequential sized balloons using guide extension for support. The blocking balloon was kept inflated throughout this time, only deflating it to allow for equipment delivery. A 3x20 non-boston scientific covered stent was deployed sealing off the perforation. The rotawire fragment was jailed with the covered stent proximally. Retrieval was deemed unfeasible and the full fragment was jailed in the posterior descending artery. The patient tolerated the procedure well. Only trace effusion was observed on imaging. The patient was discharged within 48 hours. At three months, the patient was angina free with no residual complications.

Manufacturer narrative:
Date of event: event date approximated based on date boston scientific was made aware of this event.

Event description:
It was reported that the wire fractured and the patient experienced vessel perforation. A rotablator and rotawire were selected for an atherectomy procedure in the heavily calcified right coronary artery (rca). There was a bend within the calcified segment. During the procedure upon attempting to burr through the bend, the wire fractured and the burr perforated the vessel. With the rotablator burr in place, a balloon was unable to be advanced to block the perforation. A second wire was advanced, the burr removed, and dilation performed. A non-boston scientific covered stent was placed to treat the vessel perforation. The wire fragment remained entrapped within the anatomy and was likely jailed by the non-boston scientific covered stent proximally. Additional stenting was performed to jail the wire fragment in the posterior descending artery. The patient was stable and did well upon follow-up.